Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a limb stent graft. A type 3b endoleak was reported. On (B)(6) 2017, the physician elected to implant another bifurcated stent and an aortic extension to seal the endoleak. It was reported that the patient tolerated procedure well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of secondary endovascular procedure; relined with main body and proximal extension. Clinical was unable to find substantial evidence to support the following reported events of 3b endoleak and endoleak resolved due to lack of medical records. Medical records were requested but denied. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity could not be determined due to lack of relevant medical or image records. It was likely that the use of strata material contributed to this event. No procedure-, user-, or anatomy-related contributing issues, and /or cautionary/off-label product use, and/or procedure-related harms could be determined. It was reported the patient tolerated the secondary procedure well. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.